Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure of an implantable cardioverter defibrillator (ICD), the physician noted that the set screws on the header were misaligned. Multiple attempts were made to disconnect and reconnect the right ventricular (rv) and left ventricular (lv) leads to the device; however, both the pace/sense and high voltage portions of the leads exhibited undefined impedances. When the leads were disconnected from the device and tested through the analyzer, the leads displayed adequate readings. The leads were reconnected to the device but again yielded no acceptable results. The ICD was not used and another device was implanted in its place. No patient complications have been reported as a result of this event.